Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Additional information received from the field representative indicated that the patient had a hematoma post generator change. The patient did not comply with doctor's orders to take antibiotics and thus, the pocket became infected. The system was explanted and a new system was implanted on the right side. No additional adverse patient effects were reported. The device will not be returned for analysis.